Event description:
It was reported that noise was noted during inductive telemetry interrogation. The device charge timeout limit was noted. Device was explanted and replaced.

Manufacturer narrative:
(B)(4).